Event description:
It was reported the patient experienced increased pain. An MRI was going to be done. No results were reported. It was unclear if device issue was suspected or not but 'couldn't rule it out.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).